Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set leaked when the minicap was removed and with the twist clamp closed; described as ¿it continues to drip fluid¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
(Catalog #):: the customer reported two (2) suspected product codes: r5c4483 and r5c4482. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3 (date received by MFR) in the initial MDR is being corrected to 10/14/2022 when the second event was confirmed with a baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.